Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported abutment screw for evaluation. Visual evaluation of the as returned device identified a crown with a fractured screw stuck inside, and the fractured external connection of the abutment. Signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation are missing or confusing instructions for use, torque applied during placement/ seating exceeds recommended value, clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the external connection of the abutment screw fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. Device available for evaluation: int3210, osseotite tapered certain implant 3.25 x 10mm/lot# 2020010308. PMA/510(k) number not available customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.